Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: right total hip replacement broken stem. Exeter trident in situ.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed based on inspection. Method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). This inspection indicated the stem was returned in the fractured condition. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the posterior, lateral, and medial surfaces of the stem. The fracture initiated on the superior surface and propagated inferiorly. The proximal portion of the stem was analyzed further using a scanning electron microscope (sem). Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the dimensional aspects are not in question. Material analysis: a material analysis has been performed. The report concluded:the returned stem had fractured in fatigue from the superior to inferior surfaces, with final fracture occurring in overload. Damage consistent with impingement against the stem was observed on the distal rim of the liner. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed. Eds showed that the stem chemistry was consistent with an astm f1586 alloy which is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation:the event was confirmed. There was material failure and fracture of the exeter stem at the trunnion base. Root cause: there were 3 key issues: there was a fractured stem. There appeared to be stem-polyethylene impingement. The stem was found retroverted. How these interplayed for the end point are unclear. Additional materials would be helpful to assess root cause and chronology of key issues above including postoperative clinical data, x-rays from the post-operative period of the primary hip and a materials evaluation of the stem and explants. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: it was reported that patient had a broken stem. The event was confirmed based on inspection. A material analysis has been performed. The report concluded:the returned stem had fractured in fatigue from the superior to inferior surfaces, with final fracture occurring in overload. Damage consistent with impingement against the stem was observed on the distal rim of the liner. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed. Eds showed that the stem chemistry was consistent with an astm f1586 alloy which is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records by a clinical consultant stated the following comment: confirmation:the event was confirmed. There was material failure and fracture of the exeter stem at the trunnion base. Root cause: there were 3 key issues: there was a fractured stem. There appeared to be stem-polyethylene impingement. The stem was found retroverted. How these interplayed for the end point are unclear. Additional materials would be helpful to assess root cause and chronology of key issues above including postoperative clinical data, x-rays from the post-operative period of the primary hip and a materials evaluation of the stem and explants.

Event description:
The following was reported: right total hip replacement broken stem. Exeter trident in situ. Update: verbal findings from the revision surgery performed on (B)(6) 2020: exeter stem broken mid neck. Body of the exeter stem sitting in approximately 10-15 degrees of retro version. Evidence of impingement on the acetabular liner.